Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The pressure regulator muffler was found to be broken and has been replaced with new one. The fse then reconnected all connections, and the iabp was fully tested for a full day in continuous running and satisfactory condition. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was showing auto fill failure. The intra-aortic balloon (iab) used was a datascope liner balloon. No patient harm, serious injury or adverse event was reported.